Event description:
While testing the core universal driver it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the core universal driver it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the potted trigger assembly.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.